Event description:
On (B)(6) 2011, the pt underwent repair of a chronic dissection using gore conformable tag thoracic endoprosthesis. The device was implanted with no problems; however, upon removing the gore dryseal sheath and external iliac artery was ruptured. To repair the ruptured artery, two viabahn devices were implanted; however, the pt's blood pressure seemed low so the artery was opened. A small leak was noted; therefore the two viabahn devices were explanted and discarded and a bypass of the right iliac to the right femoral artery using a dacron graft was performed. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore dryseal sheath instructions for use, the 22 fr sheath is for a vessel with the outer diameter of 8.3 mm. Adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt, including death, may result.